Event description:
It was reported that the right atrial and right ventricular pacing leads had low impedances, no capture and had visible insulation issues. The leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had environmental stress cracking. (B)(4) the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic metal induced oxidation and environmental stress cracking, and there was apparent explant damage.